Manufacturer narrative:
E1: department of cardiovascular surgery, (B)(6) hospital. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred, even though there was no calcification on the access site, and the plunger was pushed while the device was kept at a 45 degree angle. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.